Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks. It was further noted that the patient's potassium levels were abnormal. Review found that anti-tachycardia pacing (atp) and six shocks in multiple episodes were delivered for a dual arrhythmia of atrial fibrillation (af) with ventricular tachycardia (vt). In some of the episodes the atp accelerated the arrhythmia to ventricular fibrillation (vf). Each shock did convert the rhythm. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.